Event description:
During testing at stryker loaner services, it was noticed that the tps oscillating saw was leaking an unk substance from the blade mount after cutting. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
The device was received for evaluation, failure analysis is in progress; additional info will be submitted once the quality investigation is completed.